Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2017, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that in preparing for a procedure, their navigation system software was unexpectedly unresponsive. The biomed representative was unsure how the navigation system had been shut-down, deemed it likely the site may have hard-powered the navigation system down prior to this issue. A second navigation system was brought in to be used in the upcoming procedure. There was no patient present when this issue was identified.